Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report high readings when comparing to her other meter. Analysis run on clark error grid using competitive reading (118) as ref. Point vs. Bd readings (312) yielded data points in the c range of the grid, outside of acceptable limits.